Event description:
Info received indicates the siderail is not rotating up into the latched position.

Manufacturer narrative:
The technician found the right foot siderail was rusted and locked up. He replaced the siderail to repair the bed.